Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "led (power display) is not displayed." There was no report of patient involvement.